Event description:
It was reported that the patient programmer wouldn¿t power on at all and the patient had tried changing the batteries multiple times. The patient was using new batteries and the programmer had not been dropped and had not gotten wet. The patient hadn¿t used the programmer in 6 month and just took it out yesterday to increase stimulation, but the programmer wouldn¿t power on. The patient had no stimulation sensation and since they weren¿t feeling stimulation, they wanted to try to increase it. The patient hadn¿t felt stimulation since yesterday. The patient currently didn¿t have a managing health care provider (hcp), but did have a physician¿s assistant (pa) that they saw. Two days later it was reported that the patient didn¿t receive the programmer replacement. The programmer didn¿t work and the patient needed to turn up their stimulation but couldn¿t because it wasn¿t working. If the patient touched the implantable neurostimulator (ins) implant area it was tender and that had probably been going on since (B)(6) 2015. The patient hurt their back lifting furniture on (B)(6) 2015. Repair sent the replacement programmer to the wrong address and they would update the address and call the patient back. Analysis of the programmer found that the telemetry board was corroded and it was replaced. The contaminated battery label and the corroded bottom case assembly were also replaced. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va06nfs, implanted: (B)(6) 2013, product type lead. (B)(4).